Event description:
A medwatch report was received from the customer with the following event description: "pt experienced sudden onset cardiac arrest. During resuscitation efforts, it appeared external pacer did not function properly. Staff nurse connected pt to a defibrillation/monitor and then had the lifepak 9p brought to the pt's room due to its external pacing capabilities. Pt remained connected to the first defibrillator/monitor but had the lifepak 9p used for external pacing only. With the pt being connected to the first monitor (and not the lifepak 9p monitor) it appeared as if the pacer was malfunctioning due to the first monitor's inability to recognize the eelctrical current from the pacer. After inspection by the hospital's biomed engineer, it was determined the lifepak 9p experienced a random component failure." The pt was not resuscitated. The reporter indicated the deivce did not cause or contribute to the pt's outcome. This opinion was based on an assessment of the pt's condition.